Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. This is an ancillary service event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. An internal/external inspection was performed and found blown fuses. The homechoice device received a returned instrument testing evaluation functional and electrical testing and failed these tests. The cause of the issue was determined to be a pneumatic system fluid ingress. The device was scrapped. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.